Event description:
A report was received that the patient was experiencing pain at the ipg site. It was determined that the ipg had move closer to the spine and had become more shallow which was confirmed thru x-ray. The patient underwent a revision wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.